Event description:
It was reported the insulin pump had alarmed motor error during prime. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on the force sensor resistor. Unable to test for prime/a33, occlusion and excessive no delivery due to motor error alarm. However, the motor was tested outside the device and passed. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.